Manufacturer narrative:
The initial reporter first name has been requested and, as of today, no information has been received. If/when the first name is communicated, an updated report will be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received appropriate anti-tachycardia pacing (atp) and the rhythm accelerated. The patient rhythm was subsequently converted with device therapy. This ICD remains in service. No adverse patient effects were reported.